Event description:
It was reported that a spectrum infusion pump had a door latch alarm during biomedical testing. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the door latch alarm. The device was received with a door not fully latched alarm (corresponding with the reported symptom) caused by the upper door hook being out of adjustment. It was found that the force required to secure the door was above expected levels. The door assembly, door hooks, and latch pins were replaced to correct this condition.